Event description:
On (B)(6) 2026, a patient underwent port placement procedure using the powerport slim. Following completion of the procedure, a chest x ray was performed to verify catheter positioning. During injection of contrast medium under dsa guidance, leakage from the catheter was observed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.